Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer was treated with food for the low blood glucose. Customer¿s other blood glucose level was under 40 mg/dl and 121 mg/dl,100 mg/dl. Customer was unsure if auto mode used at the time of event. The insulin pump will not be returned for analysis.